Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(4) 2018, endologix was made aware of a patient with a right iliac limb occlusion and a possible type 3a endoleak. Physician noted that there appears to be a lack of overlap between the main body and cuff. The physician would like to reline the cuffs on (B)(6) 2018 (post secondary surgery date). Date of initial implant was done on (B)(6) 2013. No further information was provided on current patient condition.

Manufacturer narrative:
At the completion of the clinical evaluation, based on lack of medical information received, there were no evidence to support the following reported events: right iliac occlusion, possible type iiia endoleak, and the secondary endovascular procedure. The most likely causes of both the right iliac occlusion and the type iiia endoleak could not be determined due to a lack of any medical records or imaging. Procedure related harms also could not be determined. The final patient disposition is unknown, and there have been no further reports of negative patient sequelae. Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. A review of the manufacturing lot confirmed all devices met specifications prior to release. The devices remain implanted in the patient and will not returned and no evaluation will be completed. These types of events will be monitored and trended as part of the quality system.